Event description:
The 700cc mentor memory gel smooth implants on (B)(6) 2008. Fatigue, brain fog, sizzling in left breast, lumps/pain left breast, headaches, weight gain, loss of wanting to interact with anything.